Event description:
It was reported that the implant driver could not be removed from the implant during surgery. No impact on the patient reported. Procedure completed.

Manufacturer narrative:
ZimVie Complaint Number (b)(4). D10. Concomitant Medical Products.XIITP5485, OSSEOTITE® TAPERED CERTAIN® PREVAIL® IMPLANT 5/4 X 8.5MM lot 2120037993 Therapy date unknown.